Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was asymptomatic. Upon interrogation, the right atrial lead exhibited noise. The lead was capped and replaced. The patient was in stable condition post operation.

Manufacturer narrative:
Correction: capped date was not included in the previous report.

Event description:
The atrial lead was capped and replaced on (B)(6) 2016.